Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.